Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data:a3

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had unit is malfunctioning, error message internal communication failure is showing, during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Another initial reporter: (B)(6) another contact info: (B)(6) a supplemental report will be submitted upon completion of our investigation.